Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open cystectomy procedure. The black pusher knob detached from device but did not fall into the cavity of the patient. In order to resolve the issue and complete the case, opened another stapler. There was no patient harm. No reinforcement material was used. The patient status is alive, no injury.